Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited undersensing of a ventricular fibrillation arrhythmia causing neurological damage in the patient. A request for technical review was needed to explain the reason the device did not detect the ventricular fibrillation, and to see if the device worked as expected and programmed. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device exhibited undersensing of a ventricular fibrillation arrhythmia causing neurological damage in the patient. A request for technical review was needed to explain the reason the device did not detect the ventricular fibrillation, and to see if the device worked as expected and programmed. Technical services provided additional information and noted that this case was related to functional under sensing due to changes to r wave amplitude. Ts was going to contact the rep to see if it would be possible to get additional device data to do a proper review of events as the strips were too small to accurately measure amplitudes. To date, no additional information was provided. No additional adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the impact codes.

Event description:
It was reported that this device exhibited undersensing of a ventricular fibrillation arrhythmia causing neurological damage in the patient. A request for technical review was needed to explain the reason the device did not detect the ventricular fibrillation, and to see if the device worked as expected and programmed. Technical services provided additional information and noted that this case was related to functional under sensing due to changes to r wave amplitude. Ts was going to contact the rep to see if it would be possible to get additional device data to do a proper review of events as the strips were too small to accurately measure amplitudes. To date, no additional information was provided. No additional adverse patient effects were reported. The device remains implanted.